Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an infection, suspected to be peritonitis. It was not reported if the patient was hospitalized for the event. Dianeal therapy remained ongoing. The cause of the event, treatment details, and patient outcome were not reported. No additional information is available.